Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, upon inspection the trilogy active exhalation control mod was broken. The part was replaced to address the issue.